Manufacturer narrative:
One model 777f8 catheter with monoject limited volume syringe and non-edwards contamination shield was returned for evaluation. The customer report of inaccurate values was not confirmed; however, balloon leakage issues were found. Balloon had leakage due to an interlumen leakage between distal and inflation lumens in the backform. Cut down was performed on backform. Leakage was observed from the gap between the distal lumen extension tube and backform material. All other through lumens were patent and did not leak. No other visible damage was observed from catheter. The device history record review was completed and all manufacturing inspections passed with no non-conformances. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process 100% of the units go through a quality visual inspection, a leak and flow test, and electrical continuity verification.

Event description:
It was reported that during use of the swan-ganz catheter, once the user inflated the balloon for insertion, the pap increased to a systolic of 150 and could not change. There was also blood backing up into syringe of the balloon. There was no patient injury.

Manufacturer narrative:
Additional FDA product codes include: kra- catheter, continuous flush. Dqe- catheter, oximeter, fiberoptic. Dqo- catheter, intravascular, diagnostic. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.